Event description:
Update: (B)(4) 2013 sales rep has reported revision surgery. No reason for revision has been given.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip on his left side. Patient has suffered physical and mental pain, complications, and allegedly a revision surgery. He sustained economic losses, losing his wages and fringe benefits, and incurring medical and pharmaceutical expenses. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.